Manufacturer narrative:
There was no button error alarm noted. The pump had an intermittent esc button due to the moisture damage on the keypad trace. The pump had a stained end cap sticker, cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 115 mg/dl at the time of the incident. Customer stated that the act button won't function. Customer stated that she was working in the yard all day and she wore the pump in her bra. Customer also stated that it was 100 degrees and humid. Customer reported that the buttons were scrolling on their own earlier. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.